Event description:
Spontaneous call from pt's mother who stated pt was admitted to the hosp on (B)(6) 2019 in ICU with severe flushing and limited mobility upon standing up; could not clearly explain the symptoms but almost sounded like drug toxicity. Md determined that the pumps malfunctioned and infused drug at faster rate per calculations done in the hosp. Asked mom to confirm serial numbers. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? See event. Is the actual device available for investigation? Yes. Did the pt have a backup device they were able to switch to? Unk. What is the outcome of the event? Ongoing? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.